Manufacturer narrative:
The customer requested a log review for pump module s/n (B)(4); however the customer clarified that they do not suspect the pump to be at fault. The pcu event log shows 4 devices were attached to the system on the day of the reported event. All four were programmed, however 1 of the infusions was paused and never started (pump module s/n (B)(4), as stated below) and the device did not infuse any medication. The four devices were: pump module s/n (B)(4) was programmed to infuse a basic primary infusion at a rate of 20ml/hr. The device was in use between 4:26 am and 9:43 pm on (B)(6) 2020 and recorded 278.137ml as being delivered during this period. O pump module s/n (B)(4) was programmed to infuse *standard400mg/250ml (drugid (B)(4)) at a rate of 7.1ml/hr. The device was in use between 4:28 am and 9:43 pm on (B)(6) 2020 and recorded 99.501ml as being delivered during this period. O pump module s/n (B)(4) was programmed to infuse nitroglycerin weight-based dosing 50mg/250ml (drugid (B)(4)) at a rate of 14.3ml/hr however the infusion was never started. The device was programmed at 4:33 am on (B)(6) 2020, however the device was paused after programming and the device was never started. O pump module s/n (B)(4) was initially programmed to infuse phenylephrine weight-based dosing (drugid (B)(4)) at 4:34 am on (B)(6) 2020 at a rate of 14.3lml/hr. The user changed the dose multiple times and the logs shows the device also ran at rates of 7.1ml/hr and 28.5ml/hr. The device was channeled off at 9:43 pm on (B)(6) 2020 and recorded 27.962ml as being delivered during this period. The devices were being used for treatment. The devices were not returned for evaluation. Root cause analysis: n/a, the customer only requested a log review and clarified that they do not suspect the pump of being at fault. Device history review: review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 06 march 2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 06 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the open heart operating room that a patient passed away during an unspecified infusion on (B)(6) 2020. It was clarified by the customer that the pump is not suspected to be at fault, but would like to inform the manufacturer as a device log review is being requested. Although requested, no further information was made available to date.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported from the operating room that the patient passed away during an infusion on (B)(6) 2020. Customer clarified that they do not suspect the pump for being at fault, but let bd know of then incident so a log review can be completed. There is no further information available.